Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, reason for revision: unexplained. Patient activity level prior to event: restricted range of movement, function impaired. Type of patient activity: walking time limited. Patient clinical condition prior to revision: hip revised (B)(6) 2009 because of neck fracture. (B)(4). Update received: (B)(6) 2014 - marked as legal, added (B)(6) reference number cross referenced, attached query surgeon correspondence, attached surgeon confirmation form, added cup lot number, added products: stem and taper sleeve, added dp47 reference number, added and amended implant date (see below), added surgeon: mr (B)(6), added surgeon title and initials: mr (B)(6), added side hip: right, added hospital: (B)(6) hospital, (B)(6) and added reason(s) for revision: component loosening - stem, pain, alval / soft tissue reaction and fluid around hip which was aspirated and found to have brown / orange fluid. Cup implant date: (B)(6) 2008. Xl products implant date: (B)(6) 2009. All remaining products revised: (B)(6) 2011. Resurfacing to xl patient - see com (B)(4) for 1st of 2 revisions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision,reason for revision: unexplained.